Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The patient reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The patient reported left-side rupture. The device has been removed and replaced.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event of rupture-breast was received on july 22, 2024 with lot number 2142459. Based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed one opening with 2 assessments, 1 unidentified (tear) opening (shell thickness within specification) and 2 surgical damage. As per the investigation procedure particles and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
An ultrasound confirming left rupture was received.